Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner.

Event description:
On (B)(4) 2017 the manufacturer received notification through patient tracking of a perceval valve size 25 mm that was removed and not implanted on (B)(6) 2017.

Manufacturer narrative:
Confirmation was received that the device is not available for return, and no further information will be obtained about this event. As the device was not received for analysis, no further investigation can be performed at this time and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficits were identified. According to the event narrative provided, a perceval size 25 was replaced with a magna ease size 21. Based on the dimensions of the replacement valve, it is possible that oversizing contributed to the observed malfunction; however, as no information was available regarding the position of the magna ease implant (i.e. Supra- or intra-annular), the possibility of oversizing cannot be confirmed. Device not available for return.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve and nitinol stent component, model icv1210, s/n (B)(4), were retrieved and reviewed by quality control at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
On 20th july the manufacturer was notified that this case has been reported to FDA by the hospital also report# (B)(4).

Event description:
On 17 august the manufacturer received the following update on this event. The perceval size 25 was implanted on (B)(6) 2017. Appropriate decalcification was performed. Post-dilation ballooning was performed. After closing the aortotomy, the flow dynamics were viewed via tee. It was determined that there was a para-valvular leak present. It was decided to explant the device. Prior to explant the physician observed that the struts of the stent seemed to be doubled over on top of each other - stent kinking. The perceval valve was explanted and a magna ease size 21mm was implanted. An additional 20-30 minutes approximately were added to x -clamp time due to this failure to implant. The procedure completed without any further incident.